Event description:
The mother reported a failed battery test alarm. The mother also stated that the customer was hospitalized for low blood glucose levels. The customer had been very sleepy, and did not eat when she was supposed to. The mother stated that the medication had been causing her blood glucose levels to fluctuate. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.